Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery all night. The blood glucose reading was unknown. The customer treated with manual injection in the meantime. No significant events leading to the alarm were observed. Nothing further reported.